Event description:
The user reported that the venous port of the catheter leaked when the device was hooked up to the dialysis machine. The catheter was removed and replaced with another. No further info was provided. Implantation and explantation dates for the catheter were not provided. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.